Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. Performance data collected from the device was analyzed. Oversensing was noted as three lead failure predictor high rate-non sustained episodes at <= 200 ms average v-cycle occurred on (B)(4)-2011 in the timeframe between 20:59:29 and 21:10:05. Interference/noise was also noted as ventricular short interval count v-sic was 15 counts avg/day, in 1.60 days, between (B)(4)-2011 13:41:56 and (B)(4)-2011 04:09:20.

Event description:
It was reported that the patient went to the emergency department after receiving an inappropriate shock and further evaluation determined that the right ventricular (rv) lead had dislodged and the lead was repositioned. It was further reported that the patient was subsequently seen due to an alarm and an x-ray at this time showed the rv lead had dislodged. The lead was explanted and replaced following the second dislodgment. No further patient complications were reported as a result of this event.